Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon of the device had been subjected to positive pressure. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. This wolverine device is recommended for use with a 0.014 inch (0.36mm) guidewire. During the product analysis the investigator successfully loaded the device on to a boston scientific 0.014 inch filterwire and removed with slight resistance experienced due to damage to the tip of the device. The guidewire used by the customer was not returned for analysis. A visual and tactile examination identified no issues with the hypotube or shaft of the device which could potentially have contributed to the complaint incident. A visual and microscopic examination identified damage to the tip of the device. The tip was noted to be bent over. No other issues were identified during the product analysis.

Event description:
It was reported that froze on wire and a flattened wire lumen occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 10mm x 2.25mm wolverine coronary cutting balloon was used to dilate the target lesion and on the second inflation at 10 atmospheres, the wire lumen got flattened and the wire could not be removed. The procedure was completed with a different device. No patient complications were reported in relation to this event.

Event description:
It was reported that froze on wire and a flattened wire lumen occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 10mm x 2.25mm wolverine coronary cutting balloon was used to dilate the target lesion and on the second inflation at 10 atmospheres, the wire lumen got flattened and the wire could not be removed. The procedure was completed with a different device. No patient complications were reported in relation to this event.